Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v099767, implanted: (B)(6) 2008, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, explanted: product type: extension. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that patient¿s implantable neurostimulator (ins) was implanted after the used by date (expiration date). If additional information is received, a follow up report will be sent. See also manufacturer¿s report # 3004209178-2014-04059 for patient¿s other device issue.